Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis and system hazard use and misuse. Complaint history trending for cidex plus 28 day solution was performed for the problem code sterility claim. It did not reveal a significant trend. A batch record review of the cidex plus 28 day solution could not be performed as the lot number is unknown. The fmea (failure mode effects analysis) score for cidex plus 28 day solution was reviewed for sterilization of device not achieved and patient exposure. The risk priority number (rpn) is below the threshold of 100. The shuma (system hazard use and misuse) for cidex plus 28 day solution was assessed as low as reasonably practicable. There was no product returned for investigation. Retain testing could not be perform because the customer did not provide a lot number for the cidex plus 28 day solution. The instructions for use (IFU) in (B)(4) instructs disinfection time as follows: instruments to which body fluids adhered should be disinfected for more than 1 hour, and instruments to which body fluids do not adhere can be disinfected for more than 30 minutes. No instrument information was provided. The customer confirmed that no injury was reported due to this event. The current sales representative retrained the facility on the proper use of the product.

Manufacturer narrative:
Ni

Event description:
A facility reported that instruments were improperly disinfected. The instruction for use for cidex plus (B)(6) solution states 1 hour disinfection; however the instruments were disinfected for only 15 minutes. The timeframe for this error was alleged to be "many years". It is alleged that this error was due to improper training by a former sales representative. The customer has been retrained on the product instructions for use. No injury was reported related to this event.